Manufacturer narrative:
D4: lot #: the suspected lot# was either ur24b22048 or ur24a18093 d4: unique identifier (UDI) #: the UDI for lot # ur24b22048 was (B)(4). D4: expiration date was march 1, 2029. For lot# ur24b22048 . H4: the lot# ur24a18093 was manufactured in january 31, 2024 and the lot# ur24b22048 was manufactured in march 5, 2024. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided photographs shows lot number ur24a18093 and ur24b22048 on the packaging. The leaks were not observable in the provided photographs. Therefore, the reported condition could not be refuted nor confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of both the suspected lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors leaked. While the patients are in computed tomography (CT) department, the reporter noticed the leaks once they connected the device to the patient cannulas or when the CT contrast is injected into the patient the solution would leak. The sets leaked contrast or saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: one potential lot number reported was ur24a18093. The remaining lot numbers are unknown. D4: unique identifier (UDI) #: the UDI for lot # ur24a18093 was (B)(4). Should additional relevant information become available, a supplemental report will be submitted.